Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg would not communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgical intervention occurred to explant and replace device (B)(6) 2024 to address the issue. Therapy was restored.